Event description:
A cusa excel 36khz straight hand piece was reported to have malfunctioned during surgery. The event was described as follows; "during the operation, the handpiece was reported to have stopped working. The handpiece has only been used twice from the date of installation. After the inspection, the handpiece had intermittent faults. It fails the initial prime handpiece test "time to time" also, the handpiece did not recover (power) when load was applied." The event caused an increase in surgery time (amount of time involved is unknown), however there was no patient injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.